Event description:
It was reported that the 9800 system had an over-voltage error during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigaton. The high voltage tank was replaced during the service call. The system was tested and found to be working as intended and put back into service.